Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the implantation of a 29mm sapien 3 valve by tf approach, the balloon exploded. However, the valve was well positioned and the implantation ended with good result. The patient is in a very good condition.

Manufacturer narrative:
Additional information received indicates the root cause of the balloon burst was the patient¿s severe aortic valve calcification. The commander delivery system was returned to edwards lifesciences after being used. During visual inspection a kink on the balloon shaft was noted, just distal to the default marker bands, due to shipping. A balloon burst/tear was noted propagating both in the longitudinal and radial directions on the inflation balloon. No other abnormalities were observed. No relevant functional testing related to balloon burst was able to be performed due to the returned condition of the inflation balloon (burst/torn). Balloon single wall thickness measurements were taken with a calibrated digital blade micrometer along both sides of the observed inflation balloon tear. These measurements were taken to ensure that the balloon wall thickness was within specification as a thin-wall balloon could potentially contribute to a premature or irregular burst. All measurements met the balloon single wall thickness specification. During the balloon manufacturing, the balloon dimensions are 100% inspected for critical drawing specifications, including balloon diameter and wall thickness. Additionally, the balloon component is 100% inspected visually for defects including witness lines, contamination, crow¿s feet, scratches, gel-spots, and fish eyes. During manufacturing, the delivery system undergoes the following inspections: · after the pleat and fold process, the inflation balloon is visually inspected and rejected for defects such as distorted/pinched folds. · the entire device is 100% visually inspected for visual defects such as mechanical damage, kinks, cuts, and contamination. · the commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure test was performed on sample devices under a sampling basis during product verification testing. The burst pressure of the tested units met the statistical requirement for balloon burst pressure. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint for a ¿balloon burst¿. The complaint for balloon burst was confirmed based on the condition of the returned device. However, review of the available information did not reveal any manufacturing non-conformance. Visual inspection of the balloon did not reveal any abnormalities that could have contributed to the complaint event and dimensional inspection of the device revealed that the balloon wall thickness was within specification. Furthermore, a review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to a balloon burst. Of note, per the complaint description, it was reported that the patient had severe aortic valve calcification. A detailed root cause analysis for returned balloon burst complaints due to patient¿s anatomy has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve, and a balloon burst increases the possibility of leaving protruding material that can interfere with either the patient's anatomy or the sheath during retrieval. Thus, depending on technique and force used by the physician, it is possible for the balloon to tear further. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Based on available information, the root cause is likely due to patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.